Event description:
Consumer called to report getting high and constrasting very low readings from their paradigm link meter. Analysis run on clark error grid using mean avg reading (53) as ref. Point vs. Bd readings of 24, 81 yielded data points in the d zone of the grid, outside of acceptable limits.